Event description:
It was reported that during a follow up, high rv pacing threshold was observed. The lead was capped and replaced on (B)(6) 2016 . No adverse events to the patient during and after procedure.